Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 10 of the relion pen needles 4mm x 32 gauge would not attach and would separate. The following information was provided by the initial reporter: consumer reported, prior to injection, the non-patient end will not stay attached to the insulin pen. Stated, once he places the pen needle on the pen, he turns it to the right to tighten it and then, he turns it to the left to remove the outter cover and when he attempts to remove outter cover, the entire pen needle comes off.

Manufacturer narrative:
H6: investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Cannulas used in this batch was evaluated on rigidity and toughness performance during incoming inspection, the results meet the requirement. Bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 10 of the relion pen needles 4mm x 32 gauge would not attach and would separate. The following information was provided by the initial reporter: consumer reported, prior to injection, the non-patient end will not stay attached to the insulin pen. Stated, once he places the pen needle on the pen, he turns it to the right to tighten it and then, he turns it to the left to remove the outter cover and when he attempts to remove outter cover, the entire pen needle comes off.